Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, right ventricular (rv) lead was connected to the newly implanted device. The rv lead threshold rose, and it was determined that the lead should be repositioned. After a new position was obtained, a perforation and pericardial effusion were observed under fluoroscopy. The pericardial sac was drained and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.